Manufacturer narrative:
Saud alshanafey. "Redo surgery for persistent hyperinsulinemic hypoglycemia of infancy in the age of laparoscopic pancreatectomy". 2 025, annals of saudi medicine medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study analyzed the outcomes of pediatric patients who underwent redo laparoscopic pancreatectomy for persistent hyperinsulinemic hypoglycemia of infancy (phhi) between march 2004 and april 2021. It was noted that the pancreatic tissue was resected mainly using a ligasure device. There were 11 patients included in the study and one patient was noted to have a collection at the pancreatic bed, which was managed with laparoscopic drainage. Redo surgery for persistent hyperinsulinemic hypoglycemia of infancy in the age of laparoscopic pancreatectomy; saud alshanafey; annals of saudi medicine 2025.

Manufacturer narrative:
Correction: h6 (ime) removed: fdp/ime: infection. Added: fdp/ime: fluid discharge. Additional information: g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.